Manufacturer narrative:
Additional information: b.3. Date of event: (B)(6) 2019. D.4. Medical device lot #: 9030991. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2019-01-30.

Event description:
It was reported that bd¿ syringe ll bns had some sort of oily on the top of stopper. The following information was provided by the initial reporter: ¿ we have noticed that for this product (non-sterile luer-lok syringes) the plunger with the rubber tip has some sort of oily substance almost like some sort of lubricant. ¿

Manufacturer narrative:
Investigation: two photos and 16 loose 10ml syringes were received and visually evaluated. The stoppers and roofs of the barrels were found to have small amounts of silicone residue. The amount observed was a normal and expected amount for this product per product specification in all of the 16 samples inspected. The photos depicted loose plunger rods. Silicone residue was visible on the stoppers. The amount of silicone appeared normal, though stoppers were not very well illuminated for a thorough evaluation. During DHR review all visual inspections were performed as per requirement. A quality notification was issued for excess silicone due to assembly issues. Adjustments were made and product requalified per applicable aql before production resumed. Batch 9030991 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that bd¿ syringe ll bns had some sort of oily on the top of stopper. The following information was provided by the initial reporter: ¿ we have noticed that for this product (non-sterile luer-lok syringes) the plunger with the rubber tip has some sort of oily substance almost like some sort of lubricant. ¿

Manufacturer narrative:
Date of event: unknown. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe ll bns had some sort of oily on the top of stopper. The following information was provided by the initial reporter: ¿we have noticed that for this product (non-sterile luer-lok syringes) the plunger with the rubber tip has some sort of oily substance almost like some sort of lubricant.¿